Event description:
A right ventricle perforation was discovered during a 2 vessel coronary artery bypass procedure. Contrast leaked into the pericardial space, just after placement of the endopulmonary vent (epv). This did not result in hemodynamic compromise. A sternotomy was performed, the perforation was repaired & the pt's clinical course was subsequently uneventful. During right heart catheterization, the epv appeared to linger in the right ventricular outflow tract despite the attainment of a pulmonary artery pressure tracing. No resistance to advancement of the catheter was felt. According to the anesthesiologist, at sternotomy , the cardiac structures appeared thin & friable.